Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure found on both tubes') in an adult female patient who had essure (batch no. C03096) inserted for female sterilisation. The patient's medical history included human chorionic gonadotropin negative. Previously administered products included for an unreported indication: motrin. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with surgery (exploratory laparotomy on (B)(6) 2019). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: trailing coils: left 4 right 4. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('no essure found on both tubes') in an adult female patient who had essure (batch no. C03096) inserted for female sterilisation. The patient's medical history included human chorionic gonadotropin negative. Previously administered products included for an unreported indication: motrin. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). The patient was treated with surgery (exploratory laparotomy on (B)(6) 2019). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: trailing coils: left 4 right 4 lot number: c03096, manufacturing date: 2013-12, expiration date: 2016-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.